Event description:
It was reported that pump did not detect cartridge during use, and no blood glucose information was provided. There was no reported impact to the customer¿s blood glucose level. Customer returned pump for evaluation, and pump testing showed normal start up, charging, computer recognition, cartridge loading, and insulin delivery without alerts or alarms, and a replacement pump was provided while further investigation was pending.